Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving treprostinil (remodulin) 10mg/ml with an unknown total dose via an implantable pump. It was reported that the patient spoke at a united therapuetics event on (B)(6) 2018 and afterwards mentioned that after having their prior remodulin (isr) pump for about 3 years, they noticed that whenever they traveled above ~3000 feet (airplane mostly, but also to the mountains by car) the patient would experience signs of treprostinil (remodulin) bolus (flushing and light headed) every 34 minutes until they returned to a low elevation. It was noted that they stopped travelling due to this. The patient noted that after receiving their new pump they have flown and have not experienced this. The patient noted that the pump was still ¿young¿. The patient was afraid to transition to 20 mg/ml for this reason. It was noted that the cause was not something the study site would know or would have recorded. No actions were taken. The event date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.